Event description:
Caller reported a cgm error, specifically error 42, related to the g7 sensor. There was no reported impact on the customer's blood glucose level. Technical support guided the caller through a pump reset process, which successfully resolved the issue, allowing the caller to start their sensor session without further errors.